Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes, d.9. Returned to manufacturer on: 16-mar-2023. H.6. Investigation summary: a sample was received by bd for evaluation. A quality engineer was able to inspect the returned samples for the reported issue of ¿plunger movement difficult¿ for material number 300844. Investigation of the received sample for showed that the plunger movement force was within limit. The lot number for this complaint is unknown, so a device history review could not be completed, and retention samples could not be investigated. We cannot investigate without a lot number. The complaint could not be confirmed, and the root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h10.

Event description:
It was reported while using bd discardit¿ ii - 2-piece syringe the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter: plunger - barrel movement is not smooth.

Manufacturer narrative:
The manufacturing location for this product is bawal. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in manufacturer name city and state and manufacturer contact office and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd discardit¿ ii - 2-piece syringe the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter: plunger - barrel movement is not smooth.